Event description:
It was reported that the patient was unable to adjust stimulation of his implanted neurostimulator (ins). The issue was resolved after clearing power on reset (por). Subsequently, the patient indicated telemetry issues between ins and physician programmer, patient programmer and recharger. Use of antenna locator resulted in por condition. The event was resolved by reviewing with the patient how to clear the por issue. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39286-65, serial# (B)(4), implanted: (B)(6)-2010 explanted: unk recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).